Event description:
After IV infiltrated, hot packs were placed on arm and taped in place. When removed 30 mins later, there was a superficial burn to the left antecubital and a blister to the left forearm. Bacitracin ointment was applied and the wound dressed.